Event description:
It was reported that on (B)(6) 2023, a 31mm epic valve was implanted in a patient with a history of atrial functional mitral regurgitation. It was noted via intraoperative gastrointestinal ultrasound, that the patient had mild to moderate mitral regurgitation. There was no improvement after removing the patient from the pump. The patient remains under observation. There is no known cause for the patient's mitral regurgitation. Subsequent to the previously filed report, additional information was received. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of mild to moderate mitral regurgitation was reported. A more comprehensive assessment, including histopathological and functional examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Trans-esophageal echocardiography (tee) imaging was provided by field. It appeared to show that leaflet perforation was less likely, and it was more likely that the observed mitral valve regurgitation was a result of improper leaflet coaptation. The mitral regurgitation grade was mild. There was one jet which appeared to be coming from the middle of the leaflet on some views, however there was a second smaller jet that was central and most likely contiguous with the jet that appeared to be coming from the middle of the leaflet. The cause for the improper leaflet coaptation is not known and cannot be determined from the images.

Event description:
It was reported that on (B)(6) 2023, a 31mm epic valve was implanted in a patient with a history of atrial functional mitral regurgitation. It was noted via intraoperative gastrointestinal ultrasound, that the patient had mild to moderate mitral regurgitation. There was no improvement after removing the patient from the pump. The patient remains under observation. There is no known cause for the patient's mitral regurgitation. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.